Event description:
It was reported that in (B)(6) 2011, the patient presented with neck pain. The patient was told by her doctor that she would need surgery on two of her disks. In (B)(6) 2011: the patient underwent an unspecified back surgery. Postoperatively the patient developed new hip pain. In 2012: the patient underwent an unspecified spinal surgery. Postoperatively, the patient complained of neck pain and noticed her head now leaned to the left side. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain. The patient continues to experience pain throughout her neck and her neck leans to the left side constantly, making it difficult to perform everyday tasks. No further information was provided.

Manufacturer narrative:
Implant date: (B)(6) 2011 and/or 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.